Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was making an "eeking sound" and displayed a code 107 (abnormal shutdowns). The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. As received, the monitor revealed abnormal shutdown flags. The cause of the shutdowns was an intermittent connection at bga component u500 (dsp) on ca board sn (B)(4). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplemental s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013, based on the availability of parts and materials. Results will be monitored. No adverse event resulted from the defective monitor. The pt received a replacement monitor.